Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during tightening of a 2 mm cannulated screw, the driver tip fractured and lodged within the screw head. Intra-operatively, the broken tip and associated debris were retrieved from the patient. There were no clinical signs or symptoms as a result of the driver break. There were no unanticipated surgical complications that occurred. There were no contributing conditions related to the event. The procedure was not delayed and was completed with a different device. Attempts have been made and no further information has been provided.